Manufacturer narrative:
Note regarding d4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer contacted spacelabs healthcare and left a voicemail to report that their xhibit central station was down. No user harm was reported. The cause of the reported problem could not be determined. If additional information is made available, a follow-up report will be submitted in accordance with 21 cfr 803.56.